Event description:
It was reported that the balloon did not engage and as a result another catheter was used successfully. There was no reported patient death, injury or complications. Medical/ surgical intervention was not required. Additional info received on (B)(6) 2015, when they slid the switch to balloon mode the balloon would not inflate. The catheter was inserted into the patient and was being used to de-clot.

Manufacturer narrative:
(B)(4).